Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient identifier, date of birth, and weight are unknown. Device is an instrument and is not implanted/explanted. DHR review for part: #314.743 -synthes lot #-7312609, release to warehouse date: 24sep2013. Expiration date: na, supplier: (B)(4). No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. A product investigation was completed: it was reported that the distal tip of a drive shaft for ria (part 314.743) was damaged and dented during the reaming process; no fragments generated. The returned device was examined and the distal tip of the drive shaft was found to be broken and missing a segment (approximately 13mm long and 5mm in diameter). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The drive shaft for ria is a component of the reamer/irrigator/aspirator (ria) system which is utilized for intramedullary reaming and bone harvesting. The reported failure mode is typically associated with the application of an overload of forces to the distal end of the drive shaft, resulting in stresses beyond the failure limit. The root cause could not be definitively determined as method of use at the time of instrument failure is unknown. Per the technique guide a cannulated drive unit which delivers 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Specific details regarding the technique used/handling are unknown. Information on care and maintenance, including inspection, is provided per the processing synthes reusable medical devices, instruments, instrument trays, and cases. Relevant drawings for the returned device were reviewed. Relevant dimensions on the distal end of the device were checked near the break and were compared to the prints at the time of manufacture and the returned instrument was found to be within specification. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended.

Event description:
It was reported the tip of a drive shaft - minimum 520mm length - for use with reamer/irrigator/aspirator (ria) became damaged and dented during a ria procedure on (B)(6) 2016. Surgeon was transferring bone graft from the femur to a non-union site in the tibia. No depuy synthes devices implanted at or around non-union site. After obtaining some bone graft, surgeon removed the assembled devices which consisted of a reamer head, ria tube assembly, and drive shaft from the patient. It was then discovered that the tip of the drive shaft was damaged and dented. There were no fragments generated. A backup set was not available. Surgeon proceeded with surgery with the bone graft he harvested. The procedure was successfully completed. No surgical delay or patient harm reported. Patient status/outcome was reported as stable. Concomitant devices reported: reamer head (part# unknown, lot# unknown, qty 1), ria tube assembly (part# unknown, lot# unknown, qty 1). This report is 1 of 1 for (B)(4). Based upon the investigation, which was completed on 10/31/2016, it was determined the device was in fact tip broken intraoperatively, as a result, the complaint was reassess and found to meet reportability criteria.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.